Event description:
It was reported the intraocular lens (iol) was damaged and not implanted. Another johnson & johnson lens with the same model and diopter size was implanted in the patient's operative eye. No other information is available.

Manufacturer narrative:
Implant date implanted: not applicable as the iol was not implanted. Explanted date explanted: not applicable as the iol was not implanted. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.